Event description:
As reported on january 13, 2003, this patient was implanted with an aneurx stent graft system for an abdominal aortic aneurysm. At an unknown date, an unspecified endoleak was observed. In 2005, a reintervention in which two gore excluder aaa endoprostheses were implanted within the left limb of the previously implanted aneurx device. At an unknown date, distal bilateral type I endoleaks were observed. In 2006, the patient underwent another reintervention with implantation of four gore excluder aaa endoprostheses to resolve the endoleaks. In 2006, a CT scan demonstrated aneurysm enlargement. The aneurysm enlargement was attributed to a large type ii endoleak originating from the lumbar artery. A reintervention has been scheduled to coil the lumbar artery. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.